Manufacturer narrative:
Per the user guide: always make sure that the correct time and date are set on your system. Per the user guide, "only your healthcare provider can determine and help you adjust your basal rate(s), insulin-to-carbohydrate ratio(s), correction factor(s), blood glucose (bg) target, and duration of insulin action. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) ranging from 50-100 (mg/dl). The customer believed receiving more insulin from the pump. The customer suspended insulin delivery and set up a temporary rate. Review of the pump data logs by tandem technical support verified that the customer was adjusting the basal rate settings occasionally. Additionally, the customer did not enter bg values when delivering boluses. In addition, on (B)(6) 2019, the customer changed the pump time settings by 12 hours. The customer acknowledged the information.